Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was experiencing dryness with the magic 3 go male intermittent catheter and was advised that could occur. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. There was no definitive root cause determined for the increase in lubricity complaints. It was determined however, that there were several confounding causes that could contribute to lubricity complaints. The fishbone diagram identifies those contributing factors to lubricity and increased complaints rules out categories from being a root cause of the failure mode. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required due to confirmed CAPA case. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was experiencing dryness with the magic 3 go male intermittent catheter and was advised that could occur. No medical intervention was reported.